Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014. The explanted generator has not been received for analysis.

Event description:
Clinic notes from the vns patient¿s office visit on (B)(6) 2013 indicate that the patient had been experiencing an increase in seizures since (B)(6) 2013. It was noted that the patient was unable to tolerate stimulation with an output current greater than 1ma. The patient was previously weaned off one of his medications due to no clear improvement in seizures. The patient was placed back on the medication and it was noted that the medication did not worsen the patient¿s seizures. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility has a no return policy and the explanted device will not be returned for analysis.